Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), inner tubing kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the distal conductor had blood/fluid obstruction, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. Lab personnel also noted that the steroid ring was damaged during analysis.

Event description:
It was reported that there was oversensing, and noise on the right ventricular lead. It was also reported that there was no capture on the atrial lead. The leads were extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.